Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Catalog numbers and lot codes of other devices listed in this report: smcic01 (b12900) smiles knee circlip mk2. Febsha (b12764) flexi elbow bush pair. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that: "...in nz is revising a stanmore proximal humeral component that was implanted in (B)(6) in 2009. It appears that the whole construct will be removed. " update: reason for revision was infection. Implant was removed (B)(6) and a antibiotic spacer was put in.